Event description:
It was reported to philips that there was an issue with the battery. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that there was an issue with the battery. The customer called and spoke with a philips representative. The reported issue was confirmed and it was determined that the battery needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. A replacement battery was ordered and the customer replaced the battery to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that there was an issue with the battery. There was no patient involvement.